Manufacturer narrative:
H10: during evaluation of the transfer set, it was identified that the cause of the reported condition (iodine leakage) was damage to the female connector of the transfer set. One minicap was received attached to the female connector of the transfer set. Functional tests including clear passage and clamp function tests were performed with no issues noted. However, leak testing failed due to a leak beneath the returned minicap and an in-lab minicap indicating damage to the female connector was present which caused the leak. Therefore, the minicap is no longer a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the female connector of a peritoneal dialysis (pd) transfer set and the minicap which resulted in an iodine leak. The minicap and female connector of the transfer set would not fit tightly together. This occurred during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event.